Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed and the returned condition indicated that the plunger was fully engaged and the locator wings remained fully deployed. Inspection of the returned device revealed a loose strain relief at the hub of the exchange sheath, consistent with post-procedure manipulation or mishandling/shipping damage. There were no abnormal observations that could potentially contribute to the reported experience. During testing, the device was cleaned, assembled, and deployed successfully as intended. Based on the investigation findings, the device was partially deployed and a cause related to the device could not be determined. The reported product experience could not be confirmed and no definitive cause could be identified. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint database for this lot revealed no other incidents with reported failure to deploy the locator wings. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, deployment of the locator wings was not possible. The procedure was stopped between the sheath hub being connected to the clip applier and splitting of the sheath. The device was removed. Manual compression was applied to achieve hemostasis. Due to the manual compression there was a hematoma at the puncture site. No treatment was needed for the hematoma. There were no reported adverse patient sequelae. Though requested, no additional information was provided.